Event description:
The pencil self-activated and sliced an artery during surgery. The pencil was split open and a solder bridge was seen inside. This caused the pencil to be active at all times from the minute it's plugged into the generator.